Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the plastic tip on the jaws chipped. The evaluation found that the chipped jaw is consistent with an external force on the jaws. It was reported that the device broke during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: inspect the instrument and cords for breaks, cracks, nicks, or other damage before use. Failure to observe this caution may result injury or electrical shock to the patient or surgical team or cause damage to the instrument. If damaged, do not use. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during oral surgery, the jaws tip were damaged. A new product was used. Nothing completely disengaged and nothing fell into patient's cavity. There was no patient injury. No further information available. The medtronic's initial evaluation of the incident device found that the plastic tip on the jaws chipped. The broken piece was not returned.